Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 700 when she called the paramedics. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.